Event description:
Adverse event(s): "patient is healing great, no concerns" (no consequences or impact to patient). Product problem(s): "tracker could not find the pupil" (failure to align). The operating room tech reports that the tracker could not find the pupil and the laser would not fire. The surgeon put the flap down and seated the patient outside the laser room during trouble shooting, then the patient was returned to the laser suite and the surgery completed. Latest information from the facility indicates this patient is healing great, the surgeon has no concerns at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).